Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging that the subject meter was reverting to the setup mode. The reported issue was resolved with customer service troubleshooting through training. There were no allegations of harm or injury. Based on the customer service investigation, this complaint was not reportable since there was no evidence of a malfunction or adverse event. However, this complaint is now being reported due to the outcome of product analysis results. On (B)(4) 2011, lifescan received the meter involved with this complaint and completed device evaluation on 09/15/2011. Investigation found contamination on the pc board. This complaint is being reported due to the failed device investigations.

Manufacturer narrative:
The 510(k) # is k073231.